Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patent identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure, the 2.5 hex screwdriver from the small fragment was being used and work on an all knots, the surgeon put in a screw when the screwdriver shaft basically broken in two pieces. There was a backup screwdriver in the set and the surgery was completed successfully. There was an unknown surgical delay. Patient outcome is unknown. Concomitant device reported: unk - screws: trauma: (part# unknown; lot# unknown; quality:1). This complaint involves one (1) device. This report is for (1) small hexagonal scrdriver holding slv. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The reported condition of the complaint device (small hexagonal scrdriver holding slv) is confirmed. The handle is broken and the tip is worn. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> daniël ten broek, january 07, 2022: part number: 314.02 lot number: 2039 part/lot combination is unknown at jabil (in epr sap p02), no DHR review possible for group "synthes trauma - mfg - DHR - hagendorf". Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patent identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure, the 2.5 hex screwdriver from the small fragment was being used and work on an all knots, the surgeon put in a screw when the screwdriver shaft basically broken in two pieces. There was a backup screwdriver in the set and the surgery was completed successfully. There was an unknown surgical delay. Patient outcome is unknown. Concomitant device reported: unk - screws: trauma: (part# unknown; lot# unknown; quality:1). This complaint involves one (1) device. This report is for (1) small hexagonal scrdriver holding slv. This report is 1 of 1 for (B)(4).